Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Received an article titled "internal iliac aneurysm repair outcomes using a modification of the iliac branch graft" from the european journal of vascular and endovascular surgery (2015). The study consisted of assessing managing aorto-iliac aneurysms with concomitant iiaas with extension of the iia branch stent graft into the superior gluteal artery (sga). The study involved 15 patients between may 2009 and november 2014 includes consecutive patients who underwent placement of an iliac branch graft (cook) with extension of the internal iliac component of the branch stent graft with icast. Per the study, 1 patient had a non-occlusive clot in the branch.

Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. There is no indication this event is due to a device failure. Per the study, extension of the internal iliac component of iliac branch grafts into the superior gluteal artery for distal seal is feasible and safe in the endovascular treatment of aorto-iliac aneurysms with concomitant internal iliac aneurysms.